Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was admitted to be medicated with duopa. On the same day, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The physician reported that the patient's stoma is highly inflamed. Patient was treated with IV antibiotics unacid 3gm three times a day.